Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customers blood glucose levels was 230 mg/dl.